Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was noted that the unit was not functioning properly. Motor and control unit were replaced and seals changed. Device repaired and returned to the customer (B)(4) 2013. Placeholder.

Event description:
The customer reported that the device was not working with 50% of power in spite of replacing the battery many times. This is 1 of 1 report for event # (B)(4).